Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon burst during inflation. It was reported that no pieces detached inside or outside of the patient. It was reported that the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used in an esophagogastroduodenoscopy (egd) procedure performed on march (B)(6), 2012. According to the complainant, during the procedure, the balloon burst during inflation. It was reported that no pieces detached inside or outside of the patient. It was reported that the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual and functional evaluation of the device was performed; inflation revealed the balloon portion of the device to have a pinhole. No damage was noted to the catheter of the device. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.